Manufacturer narrative:
One length of fiber and detached needle, along with a carton containing the 8 packaged devices from the lot were returned to the histology facility in the w.l. Gore science center. Images were taken of the returned materials which were evaluated by our engineers. Their investigation showed following: images of the detached needle confirm that the thread is still attached to the needle, which is inconsistent with the reported event of needle pull off. The fiber was damaged and subsequently broke close to the needle, which is why the user likely reported a needle pull off. Images show that the end of the thread appears pinched or cut on the bias with the exception of the frayed tip, which looks consistent with a device breakage caused by excessive tension. The pinched section of the device did not propagate from an existing defect, and appears to have been caused by a surgical instrument. Based on the information available, the root cause of the event is that the user damaged the fiber with a surgical instrument, resulting a fiber break just outside the needle.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). Further investigation is being conducted and the information will be included in the final report.

Event description:
It was reported to gore that when a gore-tex® suture was used to suture a lesion in the patient¿s mouth, a needle pull off occurred during the procedure. The occurrence did not require a reintervention and no fragments remained in the patient¿s mouth.